Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump alarmed while attempting to prime and insulin squirted out. The blood glucose reading was 11.1mmol/l. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.